Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance was noted on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The patient was stable and will continued to be monitored.